Manufacturer narrative:
Per the clinic, the patient experienced a loss of implant osseointegration (date unknown). There are no plans to re-implant the patient with another device. This report is submitted on april 23, 2020.

Manufacturer narrative:
This report is submitted on march 24, 2020.

Event description:
Per the patient, she is experiencing discomfort at the abutment site with any facial movement which was treated with oral antibiotics and an ointment (type unknown).